Event description:
Philips received a complaint from the customer on the v60 device indicating that during preventative maintenance, it was observed that the power cord is failing electrical safety test (est). It was reported there was no patient involvement at the time the issue was discovered. The power cord has been ordered and will be replaced upon availability to resolve the reported est failure issue.